Event description:
I had lasik surgery in (B)(6) 2013. Since the surgery, my night vision has been horrible. I see large halos around all lights/headlights and it makes me feel overly-cautious when driving. The surgery was done by dr. (B)(6) in (B)(6). I was told that my eyes might be sensitive to light temporarily but that it would get better over time. I feel event worse about my night vision now, than I did immediately after the surgery. I worry that my night vision has been ruined forever.